Manufacturer narrative:
This report is filed on june 14, 2019.

Manufacturer narrative:
This report is submitted on march 18, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device and lack of clinical benefit. Subsequently, the device was explanted on (B)(6) 2018. The patient was not reimplanted with a new device as of the date of this report.